Event description:
Physician was removing coronary equipment after laser ptca and felt resistance on .018 extra support guidewire. Wire broke off in coronary artery & physician then tried to retreive the wire with the assistance of an angioplasty catheter & an additional guide wire. After multiple attempts to retreive the broken wire, the other guide wire udes to retreive was broken as well. Patient complained of chest pain. Patient taken to surgery for removal. Broken wires retreived after surgery was discardeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, guidewire. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.